Event description:
As someone who already eats clean and exercises several days a week, I purchased, the fasciablaster mini (as created and sold by (B)(6) at fasciablaster.com) earlier this year to aid in myofascial release and recovery after my workouts. I was already a member of the fasciablaster (B)(6) group at the time, and followed current protocols for use. After 3 weeks of use, I began to notice loose skin in several areas of my body where I had none before. To the point where I could feel my skin shifting around on my upper arms while I was doing a hiit workout. I immediately stopped using my fasciablaster and decided to do some more research on what other people were experiencing during usage. After a little digging, I found other (B)(6) groups where the experiences were not so rosy. Women were reporting episodes of weight gain and adrenal system and/or hormonal imbalances in addition to a host of other issues. Motivators were displaying their extremely loose skin in online instructional videos. I also observed episodes of censorship on the fasciablaster (B)(6) group where posts about negative experiences were deleted or had the comments turned off so they dropped down in the feed and were quietly removed at a later point. I research my purchases quite thoroughly, and I find these actions very disappointing since I don't feel that I was able to truly evaluate the risks vs. Benefits before making my purchase. Very recently, I have also come across statements from former (B)(6) associates and motivators who state that they no longer endorse the use of this product. I have also noticed that I now have dark and/or protruding veins in several places on my legs. I have an appointment on (B)(6) 2017 to visit a vein specialist to determine the extent of any damage to the veins on my legs. Regarding the quality of the product, the manufacturer has only recently admitted that it contains bpa. I purchased the product before this ingredient was revealed. As users are encouraged to heat up, coat their bodies with oil and rub the fasciablaster vigorously over their skin, this omission is quite concerning.